Event description:
On 08/07/2009, the pt reported that he noticed condensation in the cartridge compartment of the infusion device. He stated that he does not allow insulin to reach room temperature prior to inserting the insulin cartridge into the infusion device and was advised to do so. He was instructed to dry the cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.